Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two episodes showing oversensing of noise that resulted in pacing inhibition. Technical services reviewed the available data in the remote monitoring system and noted the episodes occurred in (B)(6) 2019 and (B)(6) 2020. The longest pause was for nearly three seconds. The noise/artifact morphology was similar in both episodes and both occurred in the morning hours (7-8 am). Troubleshooting to recreate the noise was suggested, including having the patient bear down, deep coughing and valsalva maneuvers. It was noted the lead diagnostics were stable over the past year. The patient was scheduled to have a tele-consult with the clinician. No adverse patient effects were reported due to these episodes. The device remains implanted and in service. The field representative later reported that the patient was not planned to be seen in the clinic at this time; the physician would continue monitoring in the remote monitoring system, as the two episodes were several months apart and the patient was asymptomatic at the time of the events.